Manufacturer narrative:
G2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with an ins with adaptivestim configured on the device, however, an adaptivestim toggle button was not available. A hard reset was performed. The issue was not resolved. The patient's controller was to be replaced in the future. Additional information received stated that the replacement patient controller had not resolved the issue and that the patient was still unable to view the adaptivestim toggle. The cause of the toggle not showing up was not determined. It was noted that since the patient preferred to have adaptivestim configured that a manufacturer representative was to meet with the patient and adjust their adaptivestim parameters to a milder paresthesia and the patient would continue to leave it on. The toggle issue remained unresolved at the time of report. There remained no complications reported or anticipated. Additional information was received. The rep stated that they met with the patient on (B)(6) 2025, last tuesday. An interrogation of the ins was performed with their clinician tablet and the adaptivestim settings appeared as normal. The replacement controller has not rectified the issue and the adaptivestim toggle still remains missing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was receiving adequate therapy at the time of the report as adaptivestim was configured and enabled. As such, no additional action would be taken.